Event description:
Boston scientific received information that this device displayed high out of range pacing impedances. No change at this time to the device, and no adverse patient effects were reported.

Manufacturer narrative:
Upon additional information this investigation will be updated.